Event description:
The patient contacted insulet customer support regarding device issues. During the initial contact, the patient confirmed seeking medical attention related to the reason for the call but did not provide sufficient details despite multiple attempts by customer support. As a result, information regarding the medical event, including dates, treatment, and clinical outcome, could not be determined. The call was escalated at the patient¿s request. During a subsequent interaction with escalated support, the patient confirmed having been admitted to the hospital and reported high blood glucose. No glucose values, timing, treatment details, or clinical outcomes were provided. The patient stated being ¿pretty sure¿ the omnipod 5 system was the cause because the system was not reading glucose; therefore, a device malfunction was alleged by the patient. Referral to the clinical team was offered and declined. The patient also reported difficulty pairing the controller with asensor. Troubleshooting was performed, including power cycling the controller, after which sensor connectivity was restored. The patient indicated having previously been at a doctor¿s office when the device was not functioning but provided no additional medical information. Abbott was notified of the event on may 8, 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: abbott freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.